Event description:
A customer reported that two patients had discrepant estradiol (e2) results on the aia-360 instrument. The first patient had a 129 pg/ml result in their lab, but the doctor did not think the result was correct (refer to MFR report #: 8031673-2018-00587/ uf/importer report #: 3005529799-2018-00587). The second patient had a result of 135 pg/ml in their lab and a result of 17.3 pg/ml in a reference lab. The quality controls (qc) were in range. The technical support specialist (tss) advised the customer to run two samples four times each to check precision. The customer ran a patient sample five times. The e2 results were 505 pg/ml, 502 pg/ml, 520pg/ml, 509 pg/ml, and 496 pg/ml, which did not demonstrate imprecision; however, the customer requested service in order to further investigate the reported issue. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the discrepant e2 patient result.

Manufacturer narrative:
Please note that this MDR MFR report was previously submitted to the FDA on 06jul2018; it was recreated per request by the FDA MDR data systems team representative. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the customer reported high results on e2 but when they sent out results, they were much lower. The fse was not able to duplicate the reported event, but suspected a bad wash solution may have caused the erratic e2 results. The fse replaced the wash/diluent pumps, the waste pump, and bf probe tip as precautionary measures because the instrument cycle was close to 20,000 (approximately 17,000). The fse ran precision and quality control (qc). All results were within acceptable range. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(6) from aware date of 6 june 2018, which included data from 6 may 2017 through 6 june 2018. There was one similar complaints identified during the searched period, which includes this event. The estradiol st aia-pack e2 analyte application manual states the following: working diluent and wash solutions are stable for 30 days at room temperature (18 - 25° c). Reagents should not be used if they appear cloudy or discolored. Procedure: 1b)wash solution: add the entire contents of the wash concentrate (100 ml) to approximately 2.0 l of cap class I or nccls (clsi) type I reagent grade water, mix well, and adjust the final volume to 2.5 l. The most probable cause for the reported event was bad wash solution.